Manufacturer narrative:
Product analysis: analysis confirmed stylus hesitates (dead spot) on overlay. Replaced overlay assembly using salvage material. Programmer powers up with white screen. Using external monitor through serial port was intermittent. Replaced micro processor unit (mpu). Upgraded hard drive to 40 gigabytes. Keyboard latch is broken. Replaced keyboard using salvage material. Re-imaged hard drive and reloaded software. Device passed functional and system tests. All salvage material used was visually inspected and functionally tested. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that parts of the programmer screen are unresponsive to the stylus pen. Different stylus were attempted with the same result. The programmer was returned for service. There was no patient involvement.